Manufacturer narrative:
Batch review performed on 12 april 2021: lot 2009609: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 12 april 2021: ball heads: cocr 01.25.032 cocr ball head 12/14 ø 36 size l +3.5 (k080885) lot 2007378: (B)(4) items manufactured and released on 21-sep-2020. Expiration date: 2025-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Signs of infection 1 month after the primary and the pathogen is unknown. The surgeon successfully performed a washout and revised the head and liner.